Manufacturer narrative:
Block b3: exact date unknown, event occurred 5 years ago from the date the manufacturer became aware. Block d6b: explant date: 5 years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6); batch: 7023047.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. No further information could be obtained.